Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the exploratory laparoscopy and repair of colovaginal fistula, the patient presented with symptoms of a failed colorectal anastomosis. Imaging was performed, and the patient was re-admitted for a follow-on surgical procedure to repair the failed anastomosis. This resulted to extend patient hospitalization and tissue damage. It was also reported that the initial colorectal anastomosis was removed from the body resulting in a colostomy.